Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the power port attached to the catheter in a package. Therefore, the investigation is inconclusive for the reported failure as clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023), g3, h6 (patient, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post the port placement via right internal jugular vein, the patient allegedly developed fever, redness, swelling and infection at the site of pocket. It was further reported that the symptoms were not controlled effectively after one week of anti-infective therapy. Furthermore anti-inflammatory medication, red light physiotherapy and enhanced dressing change were provided for treatment. Reportedly, the port was removed and the procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one day post the port placement via right internal jugular vein, the patient allegedly developed fever, redness, swelling and infection at the site of pocket. It was further reported that the symptoms were not controlled effectively after one week of anti-infective therapy. Furthermore anti-inflammatory medication, red light physiotherapy and enhanced dressing change were provided for treatment. Reportedly, the port was removed and the procedure was completed using another device. The current status of the patient was unknown.